Event description:
It was reported the patient's blood glucose level (bg) rose to 26.4 mmol/l ( 475 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. Additionally, the pod's cannula was found bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the dislodged and bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.